Event description:
It was reported that there was suspected early battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A 5076-52 implantable pacing lead, (B)(6) 2007. (B)(4). Device remains in use.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.